Event description:
It was reported the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire for treatment. After ablation was completed, the physician began to remove the rotapro burr and rotawire. Upon attempting to remove them, they became stuck on each other. The physician removed both devices together from the patient successfully. Ablation was already completed at the time the devices became stuck. No patient complications were reported due to this event.

Manufacturer narrative:
E1 state: (B)(6). Product analysis by MFR: the returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the rotawire and that the spring tip was detached. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported the burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.25mm and rotawire for treatment. After ablation was completed, the physician began to remove the rotapro burr and rotawire. Upon attempting to remove them, they became stuck on each other. The physician removed both devices together from the patient successfully. Ablation was already completed at the time the devices became stuck. No patient complications were reported due to this event.